Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria. This device was fully recaptured and removed from the patient. A new 27mm wds was then inserted into the was. This device was successfully deployed and implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient was sent to recovery post procedure. While in recovery the patient began to experience poor speech, aphasia, and right sided facial droop. A computed tomography (CT) scan was performed which showed no acute infarct, mass or hemorrhage. The patient was diagnosed with a transient ischemic attack (tia). No intervention or treatment was performed for the patient. One day post procedure the patient was back to baseline and not experiencing the symptoms of their tia. No MRI or treatment was required. The patient was discharged from the hospital on a medication regiment of lipitor.